Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2021, product type lead, ubd: unknown, UDI#: unknown. This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a post-dural puncture headache that study coordinators classified as severe. The event was deemed related to the procedure and required hospitalization for over 24 hours. The patient, with a history of mild headaches, nausea, and vomiting post-anesthesia, underwent an implant procedure on (B)(6) 2021 and experienced mild symptoms post-procedure. A physician prescribed zofran and fioricet and delayed device activation, originally planned for (B)(6) 2021, to avoid worsening the patient¿s symptoms. On (B)(6) 2021, the patient informed the physician of hospitalization on (B)(6) 2021 due to symptom escalation and was discharged on (B)(6) 2021. A blood patch procedure was performed on (B)(6) 2021, providing immediate relief. The sponsor was notified on the same day, and follow-up on (B)(6) 2021 confirmed that all symptoms had completely subsided. The adverse event was resolved on (B)(6) 2021. No further complications were reported or anticipated.